Event description:
The initial reporter alleged a discrepant non-reactive result for the hbsag g2 elecsys cobas e 100 v2 assay when compared to results obtained using a competitor's platform. Testing was conducted on a cobas 8000 core unit. The initial result on (B)(6) 2021 at 13:15 was 0.310 coi (non-reactive). A second test on (B)(6) 2021 at 14:26 yielded a result of 0.472 coi (non-reactive). A third test using a new sample tube on (B)(6) 2021 yielded a result of 0.490 coi (non-reactive). Additional testing with 5-fold and 20-fold dilutions produced results of 0.504 coi (non-reactive) and 0.336 coi (non-reactive), respectively. Further testing of the same sample included results for other assays: a-hbc ii (0.006 coi, reactive), a-hbe (0.258 coi, reactive), a-hbs ii (4.44 iu/l, reactive), a-hcv ii (0.071 coi, non-reactive), and hbeag (0.053 coi, non-reactive). Testing with a kehua reagent (elisa) indicated a positive result for pre-hepatitis b s1 antigen. Testing on a siemens platform yielded a positive result of 7.92 coi, but a confirmatory test on the siemens platform was negative. The customer suspected the hbsag g2 result to be a false negative.

Manufacturer narrative:
The reported event occurred on a cobas 8000 core unit analyzer with serial number (B)(6). The investigation determined that the hbsag g2 elecsys assay performed within specifications. Calibration and quality control data were reviewed and confirmed to be within expected ranges. No patient sample material was available for further investigation. Based on the negative result of the confirmatory test conducted on the siemens platform, a true non-reactive hbsag result is assumed. However, a definitive root cause could not be established. The issue is most likely sample-related, and no product issue was identified.